Event description:
It was reported that the iab was inserted on 1/20/98. The iab functioned without problem until 1/21/98, when the balloon ruptured. The iab was removed & there were no pt complications.